Manufacturer narrative:
The hybridknife® flex t-type (knife) was sent to erbe for examination. The inspection revealed that the electrode was no longer attached to the electrode holder (i.e., body). The electrode was not included with the device for examination; therefore, the opposite edge could not be assessed. Visually, the weld seam adjoining the electrode to the body was no longer completely intact to the knife. No anomalies were found in the review of the device history record (DHR) for the lot of the hybridknife® flex t-type (knife). Based on the reported incident, there are most likely many factors involved with the reported event (i.e., equipment settings, activation times, endoscopic technique, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the incident.

Event description:
It was reported that an incident occurred with a hybrid knife® flex t-type (knife) during an endoscopic submucosal dissection (esd). No information was provided regarding any other equipment, accessories, or settings employed during the procedure. Per the report, the knife electrode used in the esd "fell off after 5 hours." The exact time the electrode fell off or its whereabout are unknown. There was no report of a patient injury.